Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A viperwire advance guide wire was placed in a small vessel branching off the right coronary artery (rca). The vessels were calcified with moderate tortuosity. The physician observed that the wire had migrated. An attempt to pull back on the wire was unsuccessful. Additional force was then applied resulting in the wire breaking. Multiple wires were advanced in the vessel to wrap around the viperwire fragment, and the fragment was retrieved. This resulted in a procedural delay. A second viperwire was placed in a larger distal rca and atherectomy treatment was performed successfully.

Manufacturer narrative:
On 6-may-2022, csi received a medwatch report regarding this event. The event and details related to the event had already been reported to the FDA on 3-may-2022. The medwatch report provided the lot number of the guide wire. Therefore, fields related to the lot number have been updated in this follow-up report. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).